Manufacturer narrative:
Additional information: section imdrf annex g, imdrf annex c and imdrf annex d.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager, fridge failed. The customer attempted to recover as troubleshooting step but failed to access. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care due to unable to get medication from fridge. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that remote manager refrigerator failed. The field service engineer (fse) assisted the customer with troubleshooting, and the customer resolved the issue using the key. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager, fridge failed. The customer attempted to recover as troubleshooting step but failed to access. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care due to unable to get medication from fridge. There were no adverse events or injuries reported based on this event.